Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements and high capture thresholds on this right ventricular (rv) lead. Reprogramming was performed and it is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.